Manufacturer narrative:
Unit passed displacement test, selftest, sleep current measurement and active current measurement. No battery or power anomalies noted during testing, however power graph shows unexpected battery power loss for a time period due to j6 connector resistance issue. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery alert. Customer¿s blood glucose level was 15 mmol/l. Customer reported that the battery life was less than expected. The device will be returned for analysis.